Event description:
It was reported that the burr detached resulting in a prolonged procedure. During a rotablation procedure, the burr stopped rotating. A break between the burr and the advancer was noted and the burr was released near the proximal right coronary artery. This event resulted in medical delay and increased stress for the patient and medical staff. However, the burr was successfully extracted from the body and the patient was reportedly fine after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy device. The device was received with the burr separated within a piece of returned guide catheter. The advancer, drive shaft, handshake connections, housing, sheath, coil, and burr were visually, microscopically, and x-ray examined. Inspection of the device found that the coil had been stretched at the point of detachment from the burr and that the burr was detached from the coil. The coil was also found to be kinked and stretched at the handshake connection. Functional testing was performed by attempting to rotate the drive shaft, but the drive shaft was not able to be rotated. When the rotapro advancer was connected to the rotapro console control system and the knob switch [ablation button] was pressed, the device stalled and was not able to run due to the damaged coil.

Event description:
It was reported that the burr detached resulting in a prolonged procedure. During a rotablation procedure, the burr stopped rotating. A break between the burr and the advancer was noted and the burr was released near the proximal right coronary artery. This event resulted in medical delay and increased stress for the patient and medical staff. However, the burr was successfully extracted from the body and the patient was reportedly fine after the procedure.